Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were reprogrammed 3.5 months ago and now they didn't know where their program 3 in group c went. Patient stated they had group a, b, and c programmed but they only saw 1 and 2 program in group c and they were looking for the 3rd program. Patient mentioned they don't see the 3rd program in group c and were not sure where to set at. During the call, agent walked patient through navigating the 3 groups and taking a look at the different programs available. Patient confirmed they were able to adjust therapy and agent informed patient to use the 2 programs available in group c in the meantime. Agent informed patient since they are looking for the 3rd program in group c it would be best to take a look in person. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue